Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received.

Event description:
During an open reduction internal fixation (orif) on (B)(6) 2013 for a distal humerus fracture, the surgeon noted that two 2.7mm variable angle locking screws would not purchase. This occurred while the surgeon was implanting a 3-hole variable angle posterior lateral plate. The surgeon revised the patient with a 4-hole lateral plate and screws. The surgeon attempted to implant a medial distal humerus plate on the other side of the bone. The drill bit broke. X-ray showed a small fragment of the fluted end of the drill bit left in the distal portion of the humerus bone. The surgeon chose not to remove the fragment. An additional thirty minutes was added to the surgery as a result of this event. This is report 1 of 3 for complaint (B)(4).